Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 428 mg/dl, 207 mg/dl, and 228 mg/dl within10 minutes. No adverse event reported. Returning and replacing meter and strips.